Manufacturer narrative:
(B)(4): concomitant device: unknown product number, monopolar stimulating probe, lot unknown. (B)(4): failure to sense. Product evaluation: received 1 sample of (B)(4) for analysis. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and tape on the main tube indicating intubation. There were no signs of physical damage or anomalies in the construction of the device. When compared to the harness assembly drawing: the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red [w/white band] 8.5 ohms, red 6.9 ohms, blue [w/white band] 8.9 ohms, and blue 9.6 ohms. There were no open circuits and no out of specification condition. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. There was no fault was found as it relates to the complaint. The unknown stimulating probe was not returned for analysis; it was discarded by the user facility.

Event description:
It was reported that ¿when using the stimulating probe, neither nerve on either side would respond. Placement of tube was checked and was in the correct position. Anesthesia thought this situation was likely due to patient anatomy. No harm to patient.¿ additional information provided states, ¿there was no sign that the stimulator wasn't working. It was making the noise it makes when the surgeon is not touching the nerve, although he directly touched the nerve on both sides.¿ it was also noted that after the procedure was complete, the patient was extubated and was found to have some stridor and required further treatment, heliox (a mixture of oxygen and helium), in the pacu.